Event description:
Info received indicates the siderail will not latch in the upright position.

Manufacturer narrative:
The tech found the siderail shoulder latch screw was missing. The tech replaced the latch screw to repair the stretcher.